Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the devices logs revealed no failure, malfunction or increased intraperitoneal volume (iipv) event that could have caused or contributed to the home patient passing away. The device failed rite functional test due to reload set (rls) 152 alarm. The pal evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. There was no allegation against any baxter product. The issue with regards to the device was not confirmed. The assignable cause was undetermined.

Event description:
During follow up for a system error 2240 alarm, baxter product surveillance learned that the home patient passed away. The date of death is unknown. Global pharmacovigilance received the following information from the peritoneal dialysis nurse (pdn) on (B)(6) 2012. The pdn stated that she believed the cause of death was cardiac arrest, but she was not sure. The pdn further clarified that the cause of death was still being investigated. The pdn declined to provide the event onset dates. The pdn declined to state if the events required or occurred during a hospitalization. It was unknown if the events were related to dianeal/extraneal or pd therapies. The pdn declined to provide any further information. The pdn declined further follow-up calls related to this case.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.